Event description:
It was reported that the cardiac resynchronization therapy defibrillator displayed an alert indicating that the left ventricular (lv) threshold was greater than the programmed amplitude. Loss of lv capture was observed on the presenting electrogram. Technical services recommended further review of the lv lead. The lead remains in service and no adverse patient effects were reported.